Manufacturer narrative:
(B)(4). Pump received with blank display due to moisture damage on the electronics assembly. Unable to perform all functional testing including the operating currents, a21 error test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test or verify missing segments/partial display anomaly due to blank display. Pump received with cracked battery tube threads, stripped battery cap(p) coin slot and minor scratched lcd window.

Event description:
Information received by medtronic indicated that the battery compartment had small cracks. Customer stated that battery cap was cracked and had partial display. Customer stated that when esc is pressed screen goes blank but the insulin pump still works and if hit the bolus button it beeps but the screen goes blank. Customer stated there was no physical damage to the reservoir lip ring. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.